Event description:
The customer reported quality control failures for multiple parameters occurred when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse discovered a leak from the aspiration needle causing the sample to become diluted. The fse also identified the analyzer was generating an error condition of "backwash tank not full." There was no exposure to the operator of biohazardous materials, and the operator was wearing personal protective equipment of gloves and lab coat. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced solenoid sol68. Service activity performed and was verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).